Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.

Event description:
It was reported by an affiliate that the product was used in a neurosurgery procedure. When the surgery was ending and with the aim of stopping a bleeding challenge, surgiflo was applied on the bleeding origin. Two minutes after applying the product, the patient starts to suffer convulsions. The surgeon considers this fact is due to the application of surgiflo in cortical and intradural space and for this reason has decided to interrupt the use of surgiflo in his neurosurgery procedures. What is the product code of the surgiflo that was used during the procedure? (B)(4). Is the physician trained in using this product? Yes. Has the surgeon used surgiflo (or floseal) prior to this event? Yes. "Date of the adverse event: (B)(6) 2015. Brief description of the adverse event: an epileptic patient who on correctly taking his medication had not experienced seizures for years. Surgical resection of the arteriovenous malformation (avm) nidus in the left prerolandic gyrus was carried out. Surgery was performed via a frontoparietal craniotomy with the patient in the waking state under neuropsychological and neurophysiological monitoring, including cortical and subcortical stimulation. Despite the cortical and subcortical electrical stimulation, no seizures occurred. In the final stage of hemostasis after resection of the avm nidus, surgiflo® was injected into the surgical bed. Approximately 60 seconds after injection of the product, the patient suffered a focal crisis of the contralateral side of the body that subsided with cold saline irrigation of the adjacent cerebral cortex. The seizures reappeared on suspending irrigation and subsided again on resuming irrigation with cold saline solution. Both the crisis and its resolution with saline occurred once more. On washing surgiflo® by irrigating the bed with saline solution at normal temperature, the seizures disappeared and did not recur either during or after surgery. Outcome of the adverse event for the patient: the patient has only suffered the intraoperative seizures. There have been no subsequent epileptic episodes or neurological manifestations attributable to the product. Information on the product used (traceability code, batch) I expect to have this information in brief. Current patient condition: to date, the patient has experienced no neurological manifestations attributable to the product, and there have been no further seizures."